Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. The 5.0mmx20mmx143cm nc quantum apex (coyote nc) balloon catheter was advanced for dilatation but on the second inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.:the device was returned for analysis. The balloon was loosely folded and there was fluid in the balloon and inflation shaft of the device. Analysis of the tip, balloon, markerbands, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the shaft, a hole in the inner shaft located 45mm from the tip, and inner shaft damage (buckling) at the location of the hole. Inspection of the rest of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. The 5.0mmx20mmx143cm nc quantum apex (coyote nc) balloon catheter was advanced for dilatation but on the second inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.